Event description:
Two 1/4" columns of foam passed the "uabd" with no alarm condition. There was no injury or intervention. The reported incident was not duplicated in the field by the clinic biomed or by gambro technical services.